Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The patient¿s granddaughter and wife stated the sensor wire detached into the patient's abdomen which developed into cellulitis which then resulted in sepsis and hospitalization. The sensor was inserted on (B)(6) 2019. On (B)(6) 2019 at around 7:00 pm they noticed a rash on the skin at the site. The patient's wife removed the sensor patch, the sensor wire detached and was left inside the patient¿s skin, and there was a pus-filled pimple at the insertion site. On (B)(6) 2019 the patient was feeling dizzy and wobbly. On (B)(6) 2019 at 7:00 am the patient's wife called 911 because the patient was weak and unable to walk, stand, or sit up. He had a low-grade fever of 101 degrees f. After 15 to 20 minutes the ambulance arrived and paramedics checked his vital signs. The patient¿s heart rate was 37 and the wife did not remember the other vital signs. Between 7:30 and 8:00 am the patient arrived via ambulance at the emergency room (ER). The patient's wife did not remember the medication that was given. To him. At 4:00 pm the doctor informed them that the patient had cellulitis and a severe infection at the sensor insertion site. Kidney function was abnormal and there was fluid in the lungs. The patient was admitted to the intensive care unit (ICU) in the evening. At the time of contact, the patient was still in the ICU and was on his 4th round of IV antibiotics (they were unable to provide the names). The wire had been confirmed by x-ray and unspecified scan to be embedded in the abdomen. The physicians had drained pus from the insertion site and were deciding whether and how to remove the wire. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.